Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the patient was hospitalized with symptoms associated with severe aortic regurgitation. A transcatheter aortic valve replacement (tavr) was planned with a 23 millimeter (mm) non-medtronic valve.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the patient was hospitalized with symptoms associated with severe aortic regurgitation. A transcatheter aortic valve replacement (tavr) was planned with a 23 millimeter (mm) non-medtronic (sapien 3) valve. Additional information was received indicating that the facility would not disclose the exact symptoms the patient experienced but were "bad enough" that they had to admit the patient and implant a non-medtronic transcatheter valve (sapien 3). It was also confirmed that the severe aortic regurgitation was central.